Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated despite several attempts. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed upon receipt at our post market quality assurance laboratory, a thorough evaluation of this implantable cardioverter defibrillator (ICD) was performed. The device had no telemetry upon return. The device case was opened. Visible damage was noted on the internal components. Analysis confirmed the device could not be interrogated. The most likely cause was a short circuit between the internal components, leading to electrical overstress. Analysis was unable to determine the cause, as the area of the suspected short was damaged.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated despite several attempts. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This supplemental report is being filed to provide product analysis results.